Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the wake button was difficult to press and required multiple presses to turn on pump screen. Customer pressed the wake button multiple times and the wake button performed as intended. Customer's blood glucose level was 138- 139 mg/dl. Reportedly, customer reverted to alternate for of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.